Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint device was returned on (B)(4) 2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed transmitter functional test and device passed all relevant tests. Performed share log review and no data found. Performed bin file analysis and no data was found. The reported event of a loss of connection was confirmed. The customer complaint confirmation was undermined because there was no data within the investigation window. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.